Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report originating from united states was received from a nurse via company representative, referring to a female patient of unknown age. The patient historical conditions include pregnancy and delivery. The patient's concurrent conditions, past drugs/allergies, and concomitant medications were not reported. This report concerns 1 patient and 2 devices. On an unknown date, the patient used vacuum-induced hemorrhage control system (jada system) (#1) via vaginal route (strength, frequency, lot# and expiration date were not reported) for postpartum haemorrhage (post-partum hemorrhage). Reporter stated that the physician had placed vacuum-induced hemorrhage control system (jada system) (#1) and the patient continued to have significant bleeding (device ineffective), especially noted vaginally around the cervical seal (vaginal haemorrhage). That vacuum-induced hemorrhage control system (jada system) (#1) was removed, and another vacuum-induced hemorrhage control system (jada system) (#2) was placed, with the same issue (post-partum hemorrhage) and significant bleeding vaginally around the seal (device ineffective and vaginal haemorrhage). Bleeding continued, vacuum-induced hemorrhage control system (jada system) (#2) was removed, and patient went to interventional radiology for treatment. It was reported that the bleeding controlled after embolic material placed. The nurse did not know quantification of blood loss (qbl) and the package was not saved and stated that was likely a vacuum-induced hemorrhage control system (jada system) 1.0 since this facility had existing stock of 1.0 and no 2.0 in-house. Also reported that the patient sought medical attention. It was also reported that the reporter had limited information to provide. The availability of vacuum-induced hemorrhage control system (jada system) (#1) and vacuum-induced hemorrhage control system (jada system) (#2) was considered as not available (package was not saved). The events of device ineffective was considered to be serious as it required an intervention. Medical device reporting criteria: serious injury. (B)(4).